Event description:
A site reported that a capsular tear occurred during removal and replacement of a previously implanted (non-RxSight) multifocal lens with a Light Adjustable Lens (LAL). Prior to the explant, the surgeon had noted posterior capsule "pleats". After the non-RxSight lens was removed, a capsular tear with vitreous prolapse was observed during LAL implantation. The LAL was explanted and an anterior vitrectomy was performed. An intraocular lens (IOL) from another manufacturer was implanted in the sulcus. No additional information has been provided.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings.Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.Manufacturer Reference#: (b)(4).